Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain") in a (B)(6) female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cardiac ablation (due to pregnancy and tachycardia) in 2006, pilonidal cyst in 2008, tonsillectomy, uvulectomy, gravida ii and parity 3. Previously administered products included for an unreported indication: premarin and yaz. Past adverse reactions to the above products included pregnancy with yaz. In 2011, the patient experienced abdominal pain upper ("severe and persistent stomach pain") and adnexa uteri pain ("severe and persistent ovarian pain"). In (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced alopecia ("thinning hair") and weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cysts"), uterine inflammation ("recurring inflamed uterus"), pilonidal cyst ("pilonidal cyst"), scar ("scarred tissue"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition") and treatment noncompliance ("she did not use contraceptive after essure placement"). The patient was treated with surgery (hysterectomy - tubes and ovaries were removed), surgery, surgery (cyst drained) and surgery (hysterectomy). Essure was removed in 2015. In 2013, the pelvic pain, abdominal pain upper and adnexa uteri pain had resolved. At the time of the report, the ovarian cyst, uterine inflammation, alopecia, pilonidal cyst, scar, weight increased, mental disorder and treatment noncompliance outcome was unknown. The reporter considered abdominal pain upper, adnexa uteri pain, alopecia, mental disorder, ovarian cyst, pelvic pain, pilonidal cyst, scar, treatment noncompliance, uterine inflammation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Confirmation test (hsg) was done but result was not provided. Most recent follow-up information incorporated above includes: on 11-dec-2017: pfs received: patient´s medical history added. Events severe and persistent pelvic pain, ovarian cysts, recurring inflamed uterus, thinning hair, weight gain, pilonidal cyst, scarred tissue, severe and persistent stomach pain, severe and persistent ovarian pain and essure caused or aggravated any psychiatric and/or psychological condition added. Case upgraded to incident.¿essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain/severe and persistent pelvic pain"), ovarian cyst ("ovarian cysts/ovarian cysts") and pilonidal cyst ("pilonidal cyst") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use contraceptive after essure placement". The patient's past medical history included cardiac ablation (due to pregnancy and tachycardia) in 2006, pilonidal cyst in 2008, tonsillectomy, uvulectomy, gravida ii and parity 3. Previously administered products included for an unreported indication: premarin and yaz. Past adverse reactions to the above products included pregnancy with yaz. Concomitant products included narcotics. In 2011, the patient experienced adnexa uteri pain ("severe and persistent ovarian pain") and abdominal pain upper ("severe and persistent stomach pain"). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant) and uterine inflammation ("recurring inflamed uterus/recurring inflamed uterus"). In (B)(6) 2012, the patient experienced alopecia ("thinning hair/thinning hair") and weight increased ("weight gain/weight gain"). On an unknown date, the patient experienced pilonidal cyst (seriousness criterion medically significant), scar ("scarred tissue") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"). The patient was treated with surgery (hysterectomy - tubes and ovaries were removed), surgery (ovaries were removed), surgery (cyst drained, and removed scarred tissue) and alternative therapy (scared tissue removed). Essure was removed in 2015. In 2013, the pelvic pain, adnexa uteri pain and abdominal pain upper had resolved. At the time of the report, the ovarian cyst, pilonidal cyst, uterine inflammation, alopecia and weight increased had not resolved and the scar and mental disorder outcome was unknown. The reporter considered abdominal pain upper, adnexa uteri pain, alopecia, mental disorder, ovarian cyst, pelvic pain, pilonidal cyst, scar, uterine inflammation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Confirmation test (hsg) was done but result was not provided. Most recent follow-up information incorporated above includes: on 25-jun-2018: pfs received. Outcome of the events were updated. No further information was received. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain/severe and persistent pelvic pain'), ovarian cyst ('ovarian cysts/ovarian cysts / cysts') and pilonidal cyst ('pilonidal cyst / cysts') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use contraceptive after essure placement". The patient's medical history included pilonidal cyst in 2008, cardiac ablation (due to pregnancy and tachycardia) in 2006, tonsillectomy, uvulectomy, gravida ii, parity 3, c-section, otitis media and acute sinusitis. Confirmation test (hsg) was done but result was not provided. Patient had done blood test for thinning hair and weight gain. Previously administered products included for an unreported indication: premarin and yaz. Past adverse reactions to the above products included pregnancy with yaz. Concurrent conditions included pelvic adhesions and endometriosis. Concomitant products included opioids for pilonidal cyst pain as well as ethinylestradiol;norgestimate (cyclen) and hydrocodone bitartrate;paracetamol (norco). In 2011, the patient experienced adnexa uteri pain ("severe and persistent ovarian pain") and abdominal pain upper ("severe and persistent stomach pain / stomach pain"). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant) and uterine inflammation ("recurring inflamed uterus/recurring inflamed uterus"). In (B)(6) 2012, the patient experienced alopecia ("thinning hair/thinning hair") and was found to have weight increased ("weight gain/weight gain"). On an unknown date, the patient experienced pilonidal cyst (seriousness criterion medically significant), scar ("scarred tissue"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition") and dental caries ("cavities"). The patient was treated with surgery (ovaries were removed, cyst drained, and removed scarred tissue and hysterectomy - tubes and ovaries were removed) and scared tissue removed. Essure was removed in 2015. In 2013, the pelvic pain, adnexa uteri pain and abdominal pain upper had resolved. At the time of the report, the ovarian cyst, pilonidal cyst, uterine inflammation, alopecia and weight increased had not resolved and the scar, mental disorder and dental caries outcome was unknown. The reporter considered abdominal pain upper, adnexa uteri pain, alopecia, dental caries, mental disorder, ovarian cyst, pelvic pain, pilonidal cyst, scar, uterine inflammation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Computerised tomogram - on an unknown date: cyst was found on ovaries. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, ovarian cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: information received via social media: new events - cavities and reporter's information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain/severe and persistent pelvic pain'), ovarian cyst ('ovarian cysts/ovarian cysts / cysts') and pilonidal cyst ('pilonidal cyst / cysts') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use contraceptive after essure placement". The patient's medical history included pilonidal cyst in 2008, cardiac ablation (due to pregnancy and tachycardia) in 2006, tonsillectomy, uvulectomy, gravida ii, parity 3, c-section, otitis media and acute sinusitis. Confirmation test (hsg) was done but result was not provided. Patient had done blood test for thinning hair and weight gain. Previously administered products included for an unreported indication: premarin and yaz. Past adverse reactions to the above products included pregnancy with yaz. Concurrent conditions included pelvic adhesions and endometriosis. Concomitant products included opioids for pilonidal cyst pain as well as ethinylestradiol;norgestimate (cyclen) and hydrocodone bitartrate;paracetamol (norco). In 2011, the patient experienced adnexa uteri pain ("severe and persistent ovarian pain") and abdominal pain upper ("severe and persistent stomach pain / stomach pain"). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant) and uterine inflammation ("recurring inflamed uterus/recurring inflamed uterus"). In (B)(6) 2012, the patient experienced alopecia ("thinning hair/thinning hair") and was found to have weight increased ("weight gain/weight gain"). On an unknown date, the patient experienced pilonidal cyst (seriousness criterion medically significant), scar ("scarred tissue"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition") and dental caries ("cavities"). The patient was treated with surgery (ovaries were removed, cyst drained, and removed scarred tissue and hysterectomy - tubes and ovaries were removed) and scared tissue removed. Essure was removed in 2015. In 2013, the pelvic pain, adnexa uteri pain and abdominal pain upper had resolved. At the time of the report, the ovarian cyst, pilonidal cyst, uterine inflammation, alopecia and weight increased had not resolved and the scar, mental disorder and dental caries outcome was unknown. The reporter considered abdominal pain upper, adnexa uteri pain, alopecia, dental caries, mental disorder, ovarian cyst, pelvic pain, pilonidal cyst, scar, uterine inflammation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Computerised tomogram - on an unknown date: cyst was found on ovaries. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, ovarian cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.